Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: medical records for treatment of abdominal pain at emergency room visit at cox monett for 04/14/06-04/15/06 and CT scan showing ¿some type of inflammatory process in right upper quadrant¿ were not provided.] (B)(6) 06: (B)(6) . (B)(6) , md. History and physical. Accepted in transfer from monett. Presented on april 15, 2006, with abdominal pain and right upper quadrant which radiated over to left. Seen in emergency room on (B)(6) 2006 and sent home on pain medication. Initial diagnosis was cholelithiasis. Continued to have pain, presented back to emergency room on (B)(6) 2006 and found to have white blood cell count of 27,000 and CT showed inflammation around colon. Surgeon felt patient was getting worse, temperature of 101 and felt he might need exploratory laparotomy. Right upper quadrant abdominal pain not improving. Wheezing a lot and feels short of breath. Past medical history: vague history of asthma. Social history: no past history of use of illicit drugs or tobacco. Drinks 3 to 4 drinks a night. Abdomen: soft. Right upper quadrant tenderness on deep palpation, no real peritoneal signs. No hernias noted. Diagnostic studies: CT scan does show some type of inflammatory process in right upper quadrant. Hint of free air. Has right lower lobe pneumonia and consolidation. Assessment/plan: I do not see any reason immediately to operate. Not sure what process is going on. I do not believe it is ischemic and it is not diverticulitis. Probably needs to be continued on IV antibiotics. (B)(6) 2006: (B)(6) . (B)(6) md. Consultation. Increasing abdominal pain, right-sided colitis. History: once week ago, on the (B)(6) , started having right upper quadrant abdominal pain. Seen initially at cox-monett hospital, evaluated in emergency room. Found to have mildly elevated white count of 14,000. CT scan of abdomen and pelvis was read as normal. Discharged home on antiemetics. He became progressively worse at home, fevers, chills, abdominal pain, nausea. Returned to cox-monett emergency room on saturday. Found to have elevated white count up to 26,000 and CT scan of abdomen and pelvis showed some inflammatory changes in right colon and ascending colon extending around hepatic flexure into transverse colon with small pleural effusion and atelectasis. Admitted to hospital, treated with broad-spectrum antibiotic. Mild improvement in symptoms then worsened. Repeat CT scan of abdomen and pelvis on (B)(6) showed increasing fluid collection, small amount of air outside of colon. No rim enhancing abscess. Again, appendix was not visualized, and he had worsening of right pleural effusion with atelectasis versus air bronchogram pneumonia. States most of bowel function has been related more to constipation. Abdomen: distended, soft. Tender in right upper quadrant, right lower quadrant to deep palpation, somewhat in right flank. Impression: right-sided colitis. Does not appear to be crohn disease, this cannot be completely ruled out given area of location versus isolated right-sided diverticulitis with walled off perforation. Recommendations: continue broad-spectrum antibiotics. Repeat CT scan of abdomen and pelvis. If shows progression or no change since (B)(6) , would plan for right hemicolectomy, likely primary anastomosis versus ileostomy, depending on extent of inflammation in peritoneal cavity. (B)(6) 2006: (B)(6) . (B)(6) md. Radiology- CT abdomen/pelvis. Indication: colitis. Abdominal pain. Impression: findings suggesting colitis with diverticulitis in right upper quadrant involving hepatic flexure with adjacent fluid and few dots of gas in subhepatic space suggesting either gas from an organism or perforated viscus. The fluid or phlegmonous collections not well organized and do not have well-formed rim enhancing wall. (B)(6) 2006: (B)(6) . (B)(6) md. Radiology- CT abdomen/pelvis. Indication: abdominal pain. Impression: persistent inflammatory changes noted adjacent to hepatic flexure with focal areas of extraluminal gas and a multiloculated developing abscess present which is more organized on today¿s exam but it does contain multiple septations and the overall size of the inflammatory process appears similar to prior exam. (B)(6) 2006: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: colitis. Postoperative diagnosis: perforation of right colon with possibility of crohn disease. Name of procedure: right hemicolectomy with primary anastomosis. Small bowel resection. Assistant: (B)(6) md. Anesthesia: general endotracheal anesthesia. Complications: none. Estimated blood loss: 200 cc. Fluids: 2400 cc crystalloid. Indications for procedure: this gentleman is a very complicated and interesting case. Briefly, he presented to an outside hospital with right upper quadrant pain and was thought to have cholecystitis. He was admitted to the hospital with a white count of 24 after he was initially sent home. A CT scan showed inflammation in the right colon, and there was concern that he might have a diverticulitis. He did not really improve on his transfer here. When he transferred here his white count was decreasing. He said he was feeling better. I watched him for the last 36 hours. He has slowly been getting worse. I am not sure if he has crohn disease, perforated diverticulitis, or some type of colitis that is causing significant problems, but we are proceeding with exploratory laparotomy. The patient understands the risks including bleeding, infection, need for reoperation, need for ostomy, and loss of limb and life, and we are proceeding. Description of operation: ¿the patient was taken to the operating room and placed supine on the table. Preoperative antibiotics were given. Foley catheter was placed, and ng tube was placed. We then prepped and draped the abdomen in a standard fashion and made a midline incision. We entered the peritoneal cavity and placed our self-retaining retractor. We explored the abdomen. There was creeping fat on the small bowel, and there was some inflammation in the jejunum and significant inflammation in the distal ileum with creeping fat, all consistent with crohn disease. The entire right colon was inflamed, and the hepatic flexure was stuck up against the liver. It was taken down with blunt dissection. The abscess cavity was entered. The purulence was sent for culture. We then too down the white line of toldt, taking down the right colon and taking it up to the transverse colon, not taking the middle colic. We then removed the omentum off the transverse colon. We then used a gia-80 to take the two ends of the bowel. We took a significant amount of small bowel, most of the ileum. Following this, we then used electrocautery to take down the mesentery, and the large vessels were taken with clamps and tied off with stick ties and free ties. Following this, the specimen was passed off the table. It was sent for permanent section. The gallbladder was distended but not abnormal. Therefore, the gallbladder was not taken. We then irrigated out the abdomen and then performed our primary anastomosis in a stapled fashion utilizing a gia-80 and a ta-90 stapler. The staple line was oversewn with the vicryl. We then closed the mesenteric defect and reinforced our staple line with 3-0 vicryl. The abdomen was the irrigated out again. Hemostasis was achieved. A drain was brought out through a separate stab incision and placed in the right upper quadrant. Following this, we then secured the drain with a 2-0 nylon and closed the abdomen with #2 prolene times 2 in a running fashion. The skin was closed with staples and a sterile dressing was applied. The patient was then awakened from general anesthesia and taken to the pacu. The sponge, instrument, and needle counts were correct at the end of the case, and there were no immediate complications.¿ . (B)(6) 2006: (B)(6) . Nursing intraop record. Procedure: colectomy; right and small bowel resection. Surgeon: (B)(6) md. Preop diagnosis: abdominal pain. Postop diagnosis: perforated bowel, right colon. Wound class: I-clean. (B)(6) 2006: [date assigned]. (B)(6) . Addendum notes. Nursing intraop. Procedure date: (B)(6) 2006 [date discrepancy, other records indicate (B)(6) 2006]. Preop diagnosis: abdominal pain, bowel obstruction. Postop diagnosis: adhesions; abdominal, bowel obstruction, perforated bowel right colon, old small bowel perforation. Notes: wound classification is incorrect change from wound classification 1 to wound classification 2. (B)(6) 2006: (B)(6) . Microbiology. Wound culture. Source: deep wound. Peritoneal fluid on swab. Final report: scant growth escherichia coli. Stains: no bacteria seen. (B)(6) 2006: (B)(6) . (B)(6) md. Pathology report. Case number: (B)(4). Source of tissue: right colon with appendix. Clinical information: abdominal pain, perforated right colon. Diagnosis: right colon and terminal ileum, segmental resection: acute and chronic appendicitis. Acute serositis with subserosal fibrosis and organizing fibrinopurulent exudate, primarily involving the cecum and ascending colon. Diagnosis comment: although a definite perforation is not identified either in the appendix or in the segment of attached bowel, a thick organizing fibrinopurulent exudate is present in some areas and a few multinucleate histiocytes containing ingested foreign material are present suggesting a perforation somewhere within the bowel. Clinical correlation is necessary. Gross description: the specimen is received in one container of formalin labeled (B)(6) , right colon, appendix, and consists of a 27 cm in length portion of cecum, ascending and proximal transverse colon with an attached 25 cm in length x 2.3 cm in diameter terminal ileum. The cecum, ascending and proximal transverse colon have a diameter ranging from 4.5 to 4.5 cm. The serosa of the small and large bowel is dusky red-purple, markedly hemorrhagic and studded with irregular areas of rubbery green-yellow fibrinous exudates that appear largely concentrated along the cecum and proximal ascending colon. Extending from the colon is a markedly hemorrhagic focally rubbery 7 x 3 cm yellow lobulated mesocolon. The margins of resection appear markedly hemorrhagic. The mucosa of the small bowel is focally hemorrhagic and focally edematous with a moderate amount of adherent tenacious tan-green mucoid material. The mucosa of the cecum is red-tan and focally edematous. Erythema is present throughout the ascending colon. The mucosa at the proximal transverse colon and distal margin of resection is pink-tan and prominently folded without focal abnormality. The specimen has a rubbery colon wall ranging from 0.5 to 1 cm thick. No discrete masses, nodules, areas of induration or definitive perforation are identified. No mesenteric thrombi are identified. Gross description: arising from the cecum is a 5 cm in length x up to 0.5 cm in diameter appendix with attached mesoappendix. The appendiceal serosa is dusky, pink-purple and smooth. No definitive areas of perforation are identified. Sections are submitted as follows: cassette 1- representative en face proximal margin of resection; cassette 2- representative en face distal margin of resection, cassettes 3 through 5- full thickness sections of small bowel submitted in 3-5 cm increments; cassettes 6 and 7 ¿ full thickness sections of cecum; cassettes 8 and9 ¿ full thickness sections of ascending colon; cassettes 10 and 11 ¿ full thickness sections of proximal transverse colon; cassette 12 ¿ exudate covered mesolonic adipose tissue; cassette 13- additional section of mesocolonic adipose tissue; cassettes 14 and 15 ¿ appendix. Microscopic description: a microscopic examination was performed. The final diagnosis of each specimen incorporates the microscopic examination findings of each specimen. (B)(6) 2006: (B)(6) . (B)(6) md. Discharge summary. Admitting diagnosis: abdominal pain. Discharge diagnosis: ruptured appendicitis, status post right hemicolectomy. History and physical: admitted with diagnosis of possible acute cholecystitis. Transferred to my care. Admitted and placed on IV antibiotics. Hospital course: admitted 04/17/06, CT scan showed right lower lobe pneumonia and inflammation around right colon, questionable pocket of free air. Due to fact patient not tender, white count decreasing, medicine consult was obtained and started zosyn and flagyl. Lasix given. Shortness of breath improved and white count increased. Consulted dr. Hope rasque stated we should obtain CT scan in morning. Showed increased amount of fluid around right colon, he was taken to operating room. Right colon was stuck down to liver. Appendix appeared to be perforated however, entire right colon and bowel was inflamed and diagnosis of crohn¿s could not be ruled out. A right hemicolectomy with small bowel resection was performed with permanent anastomosis. Drain was placed in right upper quadrant. Transferred to flood to continue IV antibiotics. Total parental nutrition was started. Had flatus on (B)(6) 2006 and started on clear liquids. Pathology was noted to be only acute perforated appendicitis with abscess formation. Temperature was 101 on (B)(6) 2006. Total parental nutrition stopped. Discharged the following day on regular diet, given antibiotics. Not to lift more than 10 pounds for 4 weeks. (B)(6) 2006: (B)(6). [Illegible signature]. History and physical. Chief complaint: draining wound. Social history: social alcohol. Abdomen: soft, draining midline wound. Impression: draining sinus. Plan: or. (B)(6) 2006: (B)(6) . (B)(6) md. Operative report. Preoperative diagnosis: nonhealing and draining abdominal wound. Name of procedure: debridement of skin soft tissue of abdominal wound. Complex closure of 15 cm abdominal wound. Anesthesia: general endotracheal. Estimated blood loss: less than 50 cc. Fluids: 1800 cc crystalloid. Urine output: not measured. Indications for procedure: mr. Hensley is a 46-year-old gentleman who underwent a right hemicolectomy about 6 months ago. His midline wound continues to drain purulence. He is taken to the operating room to debride this and reclose it. The patient understands the risks of bleeding, infection, need for reoperation, damage to surrounding structures, and we are proceeding. Description of operation: ¿the patient was taken to the operating room and placed supine on the table. General anesthesia was induced using endotracheal intubation. An og tube was placed. I then took off the scar in its entirety with a 10 blade and took it down with electrocautery down to the fascia. All necrotic purulent material was debrided. There was no significant sign of infection. We then irrigated the wound out. It was closed in layers with 2-0 vicryl and 3-0 vicryl in a running fashion, and the skin was closed with interrupted 3-0 vertical mattress nylon. Sterile dressing was applied. Hemostasis was achieved. The patient was taken to the pacu in stable condition and extubated. The sponge, needle, and instrument counts were correct at the end of the case. There was no immediate complication.¿. (B)(6) 2008: (B)(6) clinic. (B)(6) , md. Office visit. Weight 260 lb. Underwent right hemicolectomy for severe perforated appendicitis almost two years ago. Did have a wound infection which required debridement and packing, also had a stitch abscess. Has been doing well over past months, started to have abdominal pain now for past few weeks. Pain stays in one area. Past medical history: asthma. Social history: drinks socially. Physical exam: soft abdomen without tenderness or distension. Midline wound well healed. Small incisional hernia proximally to xiphoid process, non-tender, easily reducible. Tenderness in left lower quadrant, periumbilical region. Do not feel hernia here. Assessment/plan: abdominal pain, no sure exactly what it is from. Don¿t feel a hernia, nor do I feel this is secondary to a hernia. No an acute abdominal process, but I think we need a CT scan to rule out exactly what is wrong. (B)(6) 2008: [missing records: records for CT scan were not provided.] Continued on attachment.

Manufacturer narrative:
H6: updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2240 and 3191: other used for ¿injury to bowel due to mesh¿ and ¿small bowel resection (5cm)¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span april 17, 2006 through september 14, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical history: asthma, alcohol use; (B)(6) 2006: drinks 3-4 drinks daily, (B)(6) 2014: 2-3 vodkas daily, and (B)(6) 2018: alcohol 1-2 times per month. (B)(6) 2006: ruptured appendix. Bowel obstruction, perforated bowel right colon, old small bowel perforation. (B)(6) 2006: draining midline wound, and (B)(6) 2008: small incisional hernia. Obesity; (B)(6) 2008: 260 lbs., bmi 35.3, (B)(6) 2009: 269 lbs., bmi 36.5, and (B)(6) 2010: 273 lbs., bmi 37.0. (B)(6) 2009: incarcerated recurrent ventral hernia. (B)(6) 2014: small bowel obstruction. Surgical procedures: (B)(6) 2006: right hemicolectomy with primary anastomosis. Small bowel resection. Appendectomy. (B)(6) 2006: debridement of skin soft tissue of abdominal wound. (B)(6) 2008: repair of large recurrent ventral hernia. Lysis of adhesions. Placement of gore dualmesh for repair of ventral hernia. Scar revision. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2009: ventral hernia repair with absorbable mesh. Extensive lysis of adhesions. Small bowel resection with primary stapled anastomosis. Implant: verritas collagen matrix. (B)(6) 2010: repair of recurrent incarcerated ventral hernia with underlay a biological mesh and overlay a prolene mesh in a ¿sandwich type procedure.¿ implants: verritas collagen matrix 12 x 25. Mesh hernia prolene 12 x 12. 2011: component separation surgery, abdominal wall repair with biologic and other mesh. Relevant medical information: (B)(6) 2006: inpatient hospitalization. (B)(6) 2006: abdominal pain and right upper quadrant which radiated over to left. White blood cell count of 27,000 and CT showed inflammation around colon. Abdomen: soft. Right upper quadrant tenderness on deep palpation, no real peritoneal signs. No hernias noted. Diagnostic studies: CT scan does show some type of inflammatory process in right upper quadrant. Hint of free air. Has right lower lobe pneumonia and consolidation. Assessment/plan: no immediate reason to operate. Probably needs to be continued on IV antibiotics.¿ (B)(6) 2006: abdomen: distended, soft. Tender in right upper quadrant, right lower quadrant to deep palpation, somewhat in right flank. Impression: right-sided colitis. (B)(6) 2006: CT abdomen/pelvis. ¿abdominal pain. Impression: findings suggesting colitis with diverticulitis in right upper quadrant involving hepatic flexure with adjacent fluid and few dots of gas in subhepatic space suggesting either gas from an organism or perforated viscus. The fluid or phlegmonous collections not well organized and do not have well-formed rim enhancing wall.¿ (B)(6) 2006: CT abdomen/pelvis. ¿impression: persistent inflammatory changes noted adjacent to hepatic flexure with focal areas of extraluminal gas and a multiloculated developing abscess present which is more organized on today¿s exam but it does contain multiple septations and the overall size of the inflammatory process appears similar to prior exam.¿ (B)(6) 2006: operative report. Right hemicolectomy with primary anastomosis. Small bowel resection. Appendectomy. Procedure: ¿we then prepped and draped the abdomen in a standard fashion and made a midline incision. We entered the peritoneal cavity and placed our self-retaining retractor. We explored the abdomen. There was creeping fat on the small bowel, and there was some inflammation in the jejunum and significant inflammation in the distal ileum with creeping fat, all consistent with crohn disease. The entire right colon was inflamed, and the hepatic flexure was stuck up against the liver. It was taken down with blunt dissection. The abscess cavity was entered. The purulence was sent for culture. We then took down the white line of toldt, taking down the right colon and taking it up to the transverse colon, not taking the middle colic. We then removed the omentum off the transverse colon. We then used a gia-80 to take the two ends of the bowel. We took a significant amount of small bowel, most of the ileum. Following this, we then used electrocautery to take down the mesentery, and the large vessels were taken with clamps and tied off with stick ties and free ties. Following this, the specimen was passed off the table. It was sent for permanent section. The gallbladder was distended but not abnormal. Therefore, the gallbladder was not taken. We then irrigated out the abdomen and then performed our primary anastomosis in a stapled fashion utilizing a gia-80 and a ta-90 stapler. The staple line was oversewn with the vicryl. We then closed the mesenteric defect and reinforced our staple line with 3-0 vicryl. The abdomen was the irrigated out again. Hemostasis was achieved. A drain was brought out through a separate stab incision and placed in the right upper quadrant. Following this, we then secured the drain with a 2-0 nylon and closed the abdomen with #2 prolene times 2 in a running fashion. The skin was closed with staples and a sterile dressing was applied.¿ (B)(6) 2006: microbiology. Wound culture. Source: deep wound. Peritoneal fluid on swab. Final report: scant growth escherichia coli. Stains: no bacteria seen. (B)(6) 2006: pathology. ¿source of tissue: right colon with appendix. Diagnosis comment: although a definite perforation is not identified either in the appendix or in the segment of attached bowel, a thick organizing fibrinopurulent exudate is present in some areas and a few multinucleate histiocytes containing ingested foreign material are present suggesting a perforation somewhere within the bowel. Gross description: arising from the cecum is a 5 cm in length x up to 0.5 cm in diameter appendix with attached mesoappendix. The appendiceal serosa is dusky, pink-purple and smooth. No definitive areas of perforation are identified.¿ (B)(6) 2006: discharge summary. Hospital course: ¿short term total parental nutrition. Pathology was noted to be only acute perforated appendicitis with abscess formation. Discharged on regular diet, given antibiotics. Not to lift more than 10 pounds for 4 weeks.¿ (B)(6) 2006: abdomen: ¿soft, draining midline wound. Impression: draining sinus. Plan: or.¿ (B)(6) 2006: operative report. Debridement of skin soft tissue of abdominal wound. Complex closure of 15 cm abdominal wound. ¿I then took off the scar in its entirety with a 10 blade and took it down with electrocautery down to the fascia. All necrotic purulent material was debrided. There was no significant sign of infection. We then irrigated the wound out. It was closed in layers with 2-0 vicryl and 3-0 vicryl in a running fashion, and the skin was closed with interrupted 3-0 vertical mattress nylon.¿ implant preoperative complaints: (B)(6) 2008: office visit. ¿weight 260 lb. Underwent right hemicolectomy for severe perforated appendicitis almost two years ago. Did have a wound infection which required debridement and packing, also had a stitch abscess. Has been doing well over past months, started to have abdominal pain now for past few weeks. Pain stays in one area. Physical exam: soft abdomen without tenderness or distension. Midline wound well healed. Small incisional hernia proximally to xiphoid process, non-tender, easily reducible. Tenderness in left lower quadrant, periumbilical region. Do not feel hernia here. Assessment/plan: abdominal pain, no [sic] sure exactly what it is from. Don¿t feel a hernia, nor do I feel this is secondary to a hernia. No [sic] an acute abdominal process, but I think we need a CT scan to rule out exactly what is wrong. (B)(6) 2008: indication: ¿this 47-year-old gentleman has undergone multiple operations in the past. He has a recurrent ventral hernia. We are proceeding with repair. All risks were discussed including bleeding, infection, need for reoperation, bowel perforation, fissure formation and loss of life and we are proceeding.¿ implant procedure: repair of a large recurrent ventral hernia. Lysis of adhesions. Placement of gore dualmesh for repair of ventral hernia. Scar revision. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/04417456, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6) 2008 . Description of hernia being treated: ¿we first removed the entire scar from the anterior abdominal wall with electrocautery. We then passed off the skin and scar tissue as specimen. We then entered the abdomen and found a large hernia defect approximately 5 x 8 cm in diameter. We made our standard flaps down to fascia around the hernia, took down multiple bowel loops. There were some serosal tears that were repaired with a 3-0 gi silk in interrupted lembert type fashion.¿ implant size and fixation: ¿we then trimmed our dualmesh, positioned it correctly and sewed it to the fascia edges with #2 prolene x 2 in a running fashion. We then irrigated well until hemostasis was noted to be adequate. The wound was closed in layers with 2-0 vicryl, 3-0 vicryl and 3-0 nylon vertical mattress fashion. The j-p drain was brought through a separate stab incision and secured with a 3-0 nylon. Abdominal binder was placed and the patient had sterile dressings applied.¿ relevant medical information: (B)(6)2008: inpatient admission. (B)(6) 2008: history and physical. ¿presented with complaints of intractable nausea, vomiting, abdominal pain. Kub [kidneys, ureters, bladder] demonstrates dilated loops of small bowel suggestive of ileus. Recommended he be admitted to hospital for nasogastric decompression, bowel rest, observation. Abdomen: obese, soft, distended with midline tenderness. Impression: abdominal pain following ventral hernia repair with radiographic evidence of partial small bowel obstruction or ileus. No evidence of recurrent ventral hernia or bowel incarceration. Plan: admission for observation, nasogastric tube decompression, serial examinations. Minimize narcotic medications and encourage activity.¿ (B)(6) 2008: x-ray abdominal series/pa chest. ¿impression: contrast administered for CT exam of (B)(6) 2008 [no records provided] has passed into colon. Do not see any sign of bowel obstruction on today¿s exam. Left renal stones.¿ (B)(6) 2008: discharge summary. ¿hospital course: kept npo [take nothing by mouth] with nasogastric tube. Reglan started, activity encouraged. Eventually, demonstrated improved bowel functioning with passing flatus and stool. Pain well-controlled. Follow up in about 2 weeks.¿ explant preoperative complaints: (B)(6) 2009: office visit. ¿weight 269 lb. Underwent colon resection then repair of ventral hernia. Continues to have abdominal pain and really wants something done about it. Computerized tomography scan recently did show ventral hernia of abdomen. States with the pain that he just cannot take it anymore. Gastrointestinal: soft abdomen without tenderness. Mildly moderately obese. Multiple ventral hernias can be found throughout. No rebound or guarding. Assessment and plan: abdominal pain, recurrent hernia. I think best thing to do is to perform laparoscopic ventral hernia repair.¿ (B)(6) 2009: indication: ¿this patient presented to my office with recurrent ventral hernia. I have done a right colon resection on him and hernia repair in the distant past. He has now had a recurrent hernia. We have watched this for some time. The patient comes to me asking for an operation. He wants it fixed as it is causing him too much pain, he states. I have talked to him about the risks including the fact that we will try this laparoscopically, but he is at high risk for an open procedure, damage to bowel, possible bowel resection, and other complications, and we are proceeding.¿ explant procedure: ventral hernia repair with absorbable mesh. Extensive lysis of adhesions. Small bowel resection with primary stapled anastomosis. Implant: verritas collagen matrix. Explant date: (B)(6) 2009 [hospitalization (B)(6) 2009]. Procedure: ¿laparoscopically we placed a camera utilizing the visiport in the left lower quadrant. Multiple adhesions were noted. An additional port was placed in the right lower quadrant, which was a 5 mm port. Approximately 15-20 minutes was taken to try to lyse adhesions - this was felt to be too difficult. It was felt that the bowel would potentially be damaged, therefore the decision was made to open the patient. There was a large piece of bowel stuck to the anterior abdominal wall which did have enterotomies within it. The decision was made to remove the entire piece of mesh and remove approximately a 5 cm segment of bowel. The remainder of the bowel underwent extensive lysis of adhesions and there were no other injuries. Then we performed our stapled anastomosis with a gia stapler after first taking the bowel mesentery with 2-0 silk. We performed our anastomosis, over sewing the staple edges with 3-0 silk popoff sutures. The mesenteric defect was also repaired with 3-0 silk. We irrigated the abdomen out with two liters of saline. Hemostasis was noted to be adequate. A jackson-pratt drain was brought through a separate stab incision, secured with 3-0 nylon. We then proceeded to take a piece of bioabsorbable mesh and sew this to the fascia with interrupted novafil #1 sutures. Again, this was sewed to the fascia. We then irrigated the wound. Hemostasis was noted to be adequate. The wound was closed in layers with 2-0 vicryl, 3-0 vicryl, and staples on the skin. The scar was revised as well as sponge, needle, and instrument counts were correct at the end of the case.¿ (B)(6) 2009: pathology. Diagnosis: intestine, resection: segment of small bowel with marked serosal fibrosis and hemorrhage. Fragment of thickened peritoneum consistent with hernia sac with scattered suture granulomas. Source of tissue: colon. Gross description: received in a formalin-filled container labeled with the patient's name and "colon" is an irregular unoriented segment of intestine that is 20.3 cm in length x 2.4 cm in diameter. Attached to the serosa near one aspect is a sheet of fibrous tissue that is 3.1 x 2.2 cm. This sheet of fibrous tissue is 2.5 cm from the nearest end margin. In addition, there is an irregular area of red-brown discoloration occupying a 5.4 cm in length segment, 9.1 cm from the nearest margin, that has a transverse defect, exposing the underlying mucosa. The defect is ragged and could be possibly due to extraction. There is a second, 1.3 cm defect, located 0.8 cm from the nearest margin, that has a evulsed portion of fibrotic serosa, 1.6 x 1.5 cm. The remainder of the serosa has discontinuous areas of adhesion. The specimen is opened to reveal unremarkable undulating pink-tan mucosa. There is no evidence of irritation or inflammation surrounding the aforementioned defects.¿ (B)(6) 2009: xray abdomen series. Impression: postsurgical abdomen suggesting adynamic ileus with no evidence of frank bowel obstruction or free air. (B)(6) 2009: discharge summary. Hospital course: ¿underwent open repair due to multiple adhesions. Small bowel resection performed due to issues with small bowel being adhered to the mesh. The mesh was removed. Additional mesh placed which was bioabsorbable. Slowly improved over next few days. Had flatus and nasogastric tube discontinued. Discharged on regular diet, follow-up with me in 2 weeks. He is not to lift anything heavier than 10 pounds.¿ relevant medical information: (B)(6) 2010: operative report: repair of recurrent incarcerated ventral hernia with underlay a biological mesh and overlay a prolene mesh in a ¿sandwich type¿ procedure. Implants: verritas collagen matrix 12 x 25. Mesh hern prolene 12 x 12 in polypr. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further states, ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the device. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04417456. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: ¿recurrence, injury to bowel d/t mesh, sbr (5cm), dense adhesions¿. It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages. Additional event specific information and medical records have been requested.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008, including records for colon resection, were not provided. (B)(6) 08: (B)(6) md. Operative report. Pre/postop diagnosis: recurrent ventral hernia. Procedure: repair of a large recurrent ventral hernia. Lysis of adhesions. Placement of gore dualmesh for repair of ventral hernia. Scar revision. Assistant: meredith cunningham, pa-c. Complications: none. Indication: this 47-year-old gentleman has undergone multiple operations in the past. He has a recurrent ventral hernia. We are proceeding with repair. All risks were discussed including bleeding, infection, need for reoperation, bowel perforation, fissure formation and loss of life and we are proceeding. Description of operation: ¿the patient was taken to the operating room, placed supine on the table. General anesthesia was induced. A g-tube was placed. He was endotracheally intubated. Preoperative antibiotics were given. The bladder was emptied and prepped and draped the abdomen in a standard fashion. We first removed the entire scar from the anterior abdominal wall with electrocautery. We then passed off the skin and scar tissue as specimen. We then entered the abdomen and found a large hernia defect approximately 5 x 8 cm in diameter. We made our standard flaps down to fascia around the hernia, took down multiple bowel loops. There were some serosal tears that were repaired with a 3-0 gi silk in interrupted lembert type fashion. We then trimmed our dualmesh, positioned it correctly and sewed it to the fascia edges with #2 prolene x 2 in a running fashion. We then irrigated well until hemostasis was noted to be adequate. The wound was closed in layers with 2-0 vicryl, 3-0 vicryl and 3-0 nylon vertical mattress fashion. The j-p drain was brought through a separate stab incision and secured with a 3-0 nylon. Abdominal binder was placed and the patient had sterile dressings applied. The patient was then taken to pacu in stable condition, extubated. There were no immediate complications. Sponge, instrument and needle counts correct at the end of the case.¿ 03/27/08: (B)(6) post-op procedure note. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 04417456. Manufacture: w.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/04417456) was implanted during the procedure. Records between (B)(6) 2008 and (B)(6) 2009 were not provided. 10/15/09: (B)(6), md. Operative report. Pre/postop diagnosis: large recurrent ventral hernia. Procedure: ventral hernia repair with absorbable mesh. Extensive lysis of adhesions. Small bowel resection with primary stapled anastomosis. Assistant: thomas moffe, md. Complications: none. Indication: this patient presented to my office with recurrent ventral hernia. I have done a right colon resection on him and hernia repair in the distant past. He has now had a recurrent hernia. We have watched this for some time. The patient comes to me asking for an operation. He wants it fixed as it is causing him too much pain, he states. I have talked to him about the risks including the fact that we will try this laparoscopically, but he is at high risk for an open procedure, damage to bowel, possible bowel resection, and other complications, and we are proceeding. Description of procedure: ¿the patient was taken to the operating room and placed supine on the table. General anesthesia was induced. He was endotracheally intubated. An ng tube was placed and was confirmed during the operation to be placed within the stomach. The bladder was emptied, and preoperative antibiotics were given. Dr. Thomas moffe was present and scrubbed during the entire procedure and helped with all aspects. Laparoscopically we placed a camera utilizing the visiport in the left lower quadrant. Multiple adhesions were noted. An additional port was placed in the right lower quadrant, which was a 5 mm port. Approximately 15-20 minutes was taken to try to lyse adhesions - this was felt to be too difficult. It was felt that the bowel would potentially be damaged, therefore the decision was made to open the patient. There was a large piece of bowel stuck to the anterior abdominal wall which did have enterotomies within it. The decision was made to remove the entire piece of mesh and remove approximately a 5 cm segment of bowel. The remainder of the bowel underwent extensive lysis of adhesions and there were no other injuries. Then we performed our stapled anastomosis with a gia stapler after first taking the bowel mesentery with 2-0 silk. We performed our anastomosis, over sewing the staple edges with 3-0 silk popoff sutures. The mesenteric defect was also repaired with 3-0 silk. We irrigated the abdomen out with two liters of saline. Hemostasis was noted to be adequate. A jackson-pratt drain was brought through a separate stab incision, secured with 3-0 nylon. We then proceeded to take a piece of bioabsorbable mesh and sew this to the fascia with interrupted novafil #1 sutures. Again, this was sewed to the fascia. We then irrigated the wound. Hemostasis was noted to be adequate. The wound was closed in layers with 2-0 vicryl, 3-0 vicryl, and staples on the skin. The scar was revised as well as sponge, needle, and instrument counts were correct at the end of the case. There were no immediate complication. The patient was taken to pacu extubated and in stable condition.¿ [jhensley-1ppr-brn-00004-5] 10/15/09: (B)(6) pathology. Case #: s-09-0017038. Diagnosis: intestine, resection: segment of small bowel with marked serosal fibrosis and hemorrhage. Fragment of thickened peritoneum consistent with hernia sac with scattered suture granulomas. Diagnosis comment: dr. Kyle noskoviak has also examined the case and agrees with the diagnosis. Source of tissue: colon. Gross description: received in a formalin-filled container labeled with the patient's name and "colon" is an irregular unoriented segment of intestine that is 20.3 cm in length x 2.4 cm in diameter. Attached to the serosa near one aspect is a sheet of fibrous tissue that is 3.1 x 2.2 cm. This sheet of fibrous tissue is 2.5 cm from the nearest end margin. In addition, there is an irregular area of red-brown discoloration occupying a 5.4 cm in length segment, 9.1 cm from the nearest margin, that has a transverse defect, exposing the underlying mucosa. The defect is ragged and could be possibly due to extraction. There is a second, 1.3 cm defect, located 0.8 cm from the nearest margin, that has a evulsed portion of fibrotic serosa, 1.6 x 1.5 cm. The remainder of the serosa has discontinuous areas of adhesion. The specimen is opened to reveal unremarkable undulating pink-tan mucosa. There is no evidence of irritation or inflammation surrounding the aforementioned defects. The end margins are submitted in cassettes 1 and 2. Sections of the area of adherent fibrous tissue are submitted in cassettes 3 and 4. Sections of the aforementioned defects and surrounding area of red serosal discoloration, are submitted in cassettes 5 and 6. Sections of the second defect, and corresponding evulsed serosa, are submitted in cassettes 7 and 8. Sections of unremarkable intestine, with overlying adhesions are submitted in cassettes 9 and 10. 03/11/10: (B)(6) operative report. Pre/postop diagnosis: recurrent ventral hernia. Procedure: repair or recurrent incarcerated ventral hernia with underlay a biological mesh and overlay a prolene mesh in a ¿sandwich type procedure.¿ implantation of biological and a prolene mesh. Component separation of abdominal fascia bilaterally. Lysis of adhesions. Assistant: (B)(6) md. Complications: none. Indications: this patient has undergone multiple operations for a ventral hernia following a right cholecystectomy. This was done for severe perforated appendicitis. He has undergone multiple procedures since then. We proceeded laparoscopically which has since failed. He is very obese and he states he is going to try and lose as much weight as he can. He understands the risks of bleeding, infection, death, loss of limb, need for reoperation and we are proceeding. Description of procedure: ¿the patient was taken to the operating room and placed supine on the table. He underwent general endotracheal intubation. A foley catheter was placed, an og tube was placed. His abdomen was prepped and draped in a standard fashion. (B)(6) assisted during the entire case helping with all aspects. I made a midline incision and dissected down entering and opening the hernia sac. We then made skin flaps down to and pass both external obliques bilaterally. We then took a piece of biological mesh and trimmed appropriately and made very taut and sewed to the fascia in an underlay method with 0 prolene. After this was performed, we then actually closed the fascia primarily with #2 prolene in a vertical mattress fashion. Following this, we then sewed a piece of overlay mesh in the "sandwich" type fashion to the fascia. This was done with 0 prolene as well. Following this, 2 jp drains being 10-french were brought out throughout separate stab incisions and secured with 3-0 nylon. Then, we were able to close the wound in layers with 0 vicryl, 2-0 vicryl and staples. The sponge, needle and instrument counts were correct at the end of the case. There were no immediate complications. The patient was awakened from general anesthesia and moving all 4 extremities following commands.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.